Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caregiver (cg) was unable to get the minicap to securely tighten on the transfer set. The cg explained that there was a gap between the transfer set and where the mini-cap started, allowing enough room for as much as a finger nail to fit in between the two. The cg reported that the issue was with the transfer set and not the minicap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.